Manufacturer narrative:
(B)(4).

Event description:
It was reported that about an hour after implant of this right ventricular (rv) lead, pacer spikes were observed that did not have capture; the longest interval without capture was approximately 3.5 seconds. Intermittent capture had been observed with some ectopy during threshold testing, but the threshold had increased significantly. The lead was tested with a pacing system analyzer and the values were not improved. Lead dislodgement was suspected and the lead was successfully replaced. No additional adverse patient effects were reported.